Event description:
Infant ventilator was reported to have a problem when it failed to obtain the desired pressure of 20 cmh20, while in use on an infant. The report stated that there was no injury to the pt.